Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a false positive reaction with biotest cell a1 occured. Despite several inquiries, the customer did not provide a date of event. The customer tested a known ab positive patient and received the false positive reaction when testing in tube technique. The customer repeated testing with another lot of biotest cell a1&b and this testing yielded correct negative results. The customer did neither return the supposedly defective product nor the patient sample that had caused a false positive result. When we received the complaint, the supposedly defective product was already expired. Therefore our quality control laboratory did not test their retained sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.